Event description:
It was reported that a patient underwent a tlif procedure at l4-l5. During implantation, the cage broke. It is unknown if fragments from the broken cage remained in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.